Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted because it was suspected of exhibiting premature battery depletion (pbd). It was noted that the estimated battery life had decreased to elective replacement indicator (eri) from one year remaining within a time period of three months. At routine follow-up the device settings had been programmed to vvi mode whereas at generator change out the settings were found to be ddd. A new device was successfully placed at this time. No additional adverse patient effects were reported. This product is expected to be returned for analysis.